Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys vitamin b12 ii (b12 ii) on a cobas e 801 analytical unit. The initial result was < 100 pg/ml with a data flag. On (B)(6) 2025, the physician questioned the initial result, and the sample was repeated with a result of 402 pg/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. No issues were noted with the sample volume. No alarms were observed aside from <test flags. It was found that the sample probe tubing was leaking. It was noted that on the morning of the event, a technologist attempted to remove and clean the sample probe. The investigation is ongoing.

Manufacturer narrative:
The customer has not complained of any further issues. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.